Manufacturer narrative:
Manufacturer ref. No.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant air in line alarms, which were reproduced while attempting to run a loaded set. Air in line alarms were confirmed through a review of the event history log. Evaluation found that there was continuity across one of the piezoelectric crystals of the upstream sensor. Low fluid numbers on the upstream sensor were also identified. The upstream sensor was replaced to correct the condition.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.